Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). UDI was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the handle, tube holders, and the front left corner and the right plunger case and battery door were badly broken. A review of the event history log identified force sensor test in the history. During the functional testing found the right plunger case was physically damaged, the force sensor test was found at power up, and the force sensor readings were slightly out of specifications. An impact caused force sensor to be out of calibration. The root cause of the reported issue was a result of the customer's physical damage to the device. Replaced right plunger case, recalibrated the force sensor and performed power up process and all functional tests which passed.

Event description:
It was reported that the pump had a damaged plunger head and a bad force sensor. No patient injury was reported.